Event description:
It was reported that the pump battery was depleting quickly. Additionally the insulin on board was reported as inaccurate. No additional information was provided. There was no reported impact to the customer¿s blood glucose.